Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending artery (lad) which was heavily calcified and mildly tortuous. The lesion was pre-dilated with a 1.5mm trek balloon, after which additional balloon angioplasty was performed with the 2.5x15 mm trek balloon catheter five times. As intravascular ultrasound failed to advance, the same 2.5x15 mm trek balloon was advanced for a sixth inflation; however, although the pressure was confirmed by the indeflator, inflation of the balloon was not visually confirmed by angiography. The balloon was deflated and withdrawn from the patient anatomy without resistance. Outside of patient anatomy, the balloon was tested and inflated without any problem. A different size trek balloon was used successfully, and was followed by stenting of the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; guide cath: heartrail2, ikari 3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.